Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the distal portion of the inserter was damaged during surgery. No harm or injury to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection determined: the teeth of the inserter gears along with both the threads and proximal end of the inserter are fractured. Hardness measurements taken were within specification. Sem fracture analysis and material composition of the returned device showed the fracture and deformations noted on gear teeth may be possibly from overload. The sem reports also stated there appears to have had minimal thread engaged at the time of fracture, which likely concentrated the load on 1 turn of thread, shearing them off. The material was confirmed to be 455 stainless steel using an xrf scan. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.